Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947 implantable tachy lead - 2004-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances, oversensing and an apparent fracture. The lead was explanted and replaced. During the replacement procedure, the atrial lead was damaged, and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances, oversensing and an apparent fracture. The lead was explanted and replaced. During the replacement procedure, the atrial lead was damaged, and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Visual summary analysis of the lead indicated stretching and apparent explant damage. The outer insulation of the lead was extrinsically breached due to a tear.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.